Event description:
Patient reported " exchange due to the patient's concern with the product". Patient later reported through regulatory agency "a lot of pain", "chronic inflammation in the capsule" and "capsular contracture stage IV". This record is for the "left" side. The device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5177956. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.